Manufacturer narrative:
As reported, patient developed a mass in the right lower abdomen post implant of sepramesh ip. Based on the information available to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the implant date is considered as (B)(6) 2024 based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient underwent an abdominal wall hernia repair treated with ipom (intraperitoneal onlay mesh) surgery using the sepramesh ip in (B)(6) 2024. After 3 months, it was noted that the patient developed a mass in the right lower abdomen requiring a second surgery.